Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, perhaps alcohol abuse, smoker, immediate implantation, pain, swelling, abscess, inflammation.